Event description:
The customer ran blood glucose tests on 2 breeze 2 meters and received readings of hi and 346 on one, and 139 mg/dl on the other. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. New strips were sent to the customer.